Event description:
1st and 2nd degree burns on rt calf and thigh as a result of heating pad. Drawsheet and pillow case wrapped around pad as noted on standard operating procedure instructions to provide a barrier between the heating pad and the skin. Burn resolved within 3hrs of application. Local care with silvadene cream to rt posterior lateral calf twice daily ordered.